Event description:
It was reported by the customer that the flexible drive cable on the sternal saw can not "hook up" anymore and that it was not working. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the customer, they have a perfusion group that does surgeries at the hospital, so he wasn't able to provide any contact info for f/u info. The suspect flexible drive cable will not be returned to the manufacturer at this time, as the customer had not signed the certificate of medical necessity (cmn). The customer has requested info to purchase a replacement cable. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.